Event description:
This complaint is reportable based on the analysis completed on november 30, 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 95% stenosed target lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. Pre-dilation with a 2.00x20mm semicompliant balloon catheter was performed. A 3.50x20mm promus element sds was advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. A strut on row 1 from the distal edge is severely misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).